Event description:
It was reported by that there is foreign matter coming out of the bd ultra-fine¿ ii, microfine, short needle insulin syringe. No patient impact reported. The following information was provided by the initial reporter: finding viscus liquid coming out of the needle before prep of the syringe

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by that there is foreign matter coming out of the bd ultra-fine¿ ii, microfine, short needle insulin syringe. No patient impact reported. The following information was provided by the initial reporter: finding viscus liquid coming out of the needle before prep of the syringe.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.